Event description:
Customer reported that the insulin pump has a crack. Customer stated that the crack is from the right top of the screen and curves over towards the back of the battery compartment. Customer stated that she was in the hospital due to severe stomach pains not related to diabetes and was taken off the insulin pump while being hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.